Manufacturer narrative:
The investigation into the purge leak ¿ pump issues has been completed since the original report was filed. The pump was returned and evaluated. The pump was purged with a purge cassette from the lab for 15 minutes and it maintained steady purge pressure and no leaks from the sidearm were noted. The sidearm was opened and cut and the reservoir was purged with a backpressure to be able to identify any leaks. No leaks were noted or any damaged. The leak could not be reproduced. The root cause of the purge leak - pump is most likely due to use. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ b.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a 62-year-old female with heart failure was implanted with an impella 5.5 for mechanical circulatory support as escalation of care from an intra-aortic balloon pump. The patient had impella 5.5 implanted around 24 hours when the purge system started leaking. Dripping fluid was observed coming from the plastic casing around the purge sidearm. Specifically, the dripping is coming from the connection between the clear plastic case and the white plastic just distal. Inside of the clear plastic case, it is difficult to determine where exactly the leak is. Drops were noted on the blue diaphragm and on the connection between the diaphragm and the filter. The drip is continuous, but slow. No changes have been noted with the purge pressure, flows or motor current. There has been no obvious cause of the leak (bumping into anything, etc). The team is aware of the leak. Care for the patient continued as normal, with an emphasis on watching purge flow, purge pressure and motor current trends.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿